Event description:
Device malfunction: none. Symptoms/ae: aphasia, death-unk cause. Time of symptoms: post one month follow-up. It was reported that in 2006, during the one month follow-up, the patient was aphasic; it is unk if related to the device (procedure two months earlier). No treatment was given. The patient died sometime after. Date of death and cause of death are unk. No additional info available. Capture study event.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event info, including patient info and patient status from the hospital, field contact or distributor.